Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a delivery anomaly. The customer's mother stated that while the customer had been at school when he experienced low blood glucose levels. The blood glucose reading was 50 mg/dl. The caller was unsure whether her son had been pressing the buttons or if the school nurse had been. The customer's mother stated that she believed that the insulin pump gave a correction bolus incorrectly. The most recent blood glucose reading was 55 mg/dl. The bolus history showed that the insulin pump had delivered 7.9 units of insulin based on an input of 0.4 units of food. She did not believe that the device delivered that amount. She was advised to upload data to carelink to troubleshoot the issue and to see which buttons had been pressed. The caller was unable to continue troubleshooting. Nothing further reported.